Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the customer received a "replace sensor" error message on the same days of applying the adc freestyle libre sensor. The customer became hypoglycemic and self-treated with an unspecified dose of insulin. It was further reported that the customer was taken to a hospital where he was hospitalized and administered insulin (type/dose unknown) as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.